Event description:
It was reported that the procedure was to treat a lesion located in the left circumflex artery that was both moderately calcified and tortuous and 90% stenosed. The 2.25x08mm xience skypoint stent system met resistance during advancement and failed to reach the lesion. During removal, resistance was met, but the stent was removed without issue. There was no adverse patient effect and no clinically significant delay in the procedure. A non-abbott stent was used as replacement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.